Event description:
A level 1 administration set was pulled for rapid infusion of 2 units prbc's for a critically low hemoglobin and hematocrit. The tubing was found to have a leak just below the spike. A second tubing set was pulled with the same result. The lot number matched for both sets of tubing. Lot # 3313001 with expiration in about 2.5 years. All tubing with the matching lot # was pulled. Supply was notified in order to check tubing that might be stocked in other areas. The issue did not cause harm to the patient. The patient's family changed the patient to no further escalation of care and the blood did not need to be given for resuscitation. The blood was transfused via an alternate method.